Event description:
It was reported that, during a kidney stone procedure, the fiber broke after 15 minutes of use. The laser did not stop emitting energy after the break, and the surgeon's arm was burned. Two more fibers were used and both fibers broke. The procedure could not be completed, and the patient was under general anesthesia. There were no patient complications reported. Fiber 2 of 3.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that, during a kidney stone procedure, the fiber broke after 15min of use. The laser did not stop emitting after the brake, and the surgeon's arm was burned. Two more fibers were used and both fibers broke. The procedure could not be completed, and the patient was under general anesthesia. There were no patient complications reported. Fiber 2 of 3.